Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- the patient was experiencing pain and instability in his knee which had previously been revised. The tibia tray was broken at the stem/tray junction. A 75mm press fit stem had been used in a cement fashion. The tibia tray, stem, and insert were removed and replaced with an mbt revision tray and sleeve. Update - (B)(6) 2014 - reopen due to remediation project. Update recd (B)(6) 2015- clinical der states patient was revised to address broken tibial stem, loosening and osteolysis. It is unknown at this time if the patient had a patella implant. Complaint was updated on (B)(6) 2015. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the upon revision the liner and patella were found to have excessive wear. Also noted, the tibial tray was loose. At this time the patient's patella is being added to the complaint and reported. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Although no device was returned for evaluation, review of the additional medical records confirmed the previous investigation's suggestion that lack of patient bone stock and reported patient large physical stature could initiate the fatigue and eventually lead to their fractures. From a medical perspective, based on the information available to be reviewed in the medical records, it is unlikely that the complaint is product related. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the added unknown sigma patella component because the required lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.